Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in a slightly tortuous lad artery, the maverick2 monorail balloon would not hold pressure after the initial inflation at 12 atm's. The pt was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with an unspecified device to complete the procedure. A miracle 6 (0.014"od, 175cm length) guidewire and norma curve catheter (size unk) were also used, but the sizes and types of introducer sheath and inflation device used are unk. No pt innjuries or procedural complications were reported. Pt status is reported as 'good.' No add'l info is available at this time.